Manufacturer narrative:
(B)(4). Batch #: t94131. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that noise was emitted if the blade make contact with other metals while activated, or if the device is activated with excessive blood and tissue accumulated between the blade and shaft. However, there were no noises heard at any time during testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, "remove instrument from patient," ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient suffer any adverse consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, a metallic sound came out after activating the device several times and a plume was discovered after every activation. It's unknown whether there were any patient consequences. No additional information is available at this time.